Event description:
The customer reported while using the vela ventilator; the touchscreen is not working. The customer reported observing visible water/air gaps within the screen. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was able to be confirmed and duplicated. The backlight inverter, ccfl is failing. There is visible fluid ingress which could result in malfunction with the touch screen becoming unresponsive. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report . The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touchscreen is not working. The customer reported observing visible water/air gaps within the screen. The customer determined the most likely cause of the reported event is the front panel assembly. At this time, it is unknown whether or not there was any patient involvement associated with the event.